Event description:
A doctor alleged that cores had broken for six (6) patients after placement with the build it fr material. This is the first of six (6) reports.

Manufacturer narrative:
The doctor had to re-build, re-prep, made a new crown for the patient and re-cemented it, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations could be conducted.